Manufacturer narrative:
Explanted product will not be released by the surgical facility. No product will be returned for evaluation. This is the final report.

Event description:
Shortly after the implant procedure, the patient reported being in pain. The surgeon decided to explant the system due to a possible epidural hematoma. When awoke in the or, the patient could not move his left side and was numb from the waist down. Afterwards, in the recovery room, the patient was able to move all extremities. Patient no longer reports numbness or inability to move extremities.